Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer performed fixed prime and the insulin did exit but the insulin pump alarmed no delivery. The customer performed plunger push and the customer stated that there was greater resistance than normal and the insulin did not exit. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.